Event description:
A malfunction was reported by the customer, identified as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with a pump reset, providing instructions for resolving the issue, and the customer was able to continue using the pump without further recurrence of the malfunction.